Manufacturer narrative:
Age of device: 2 months, 4 days. Investigation summary: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The patient remains on lvad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient had tarry stools and fatigue for 2 days and melena on (B)(6) 2018, and vomited blood on the day of admission. On (B)(6) 2018, patient woke up with extreme fatigue, dizziness and nausea hematemesis of bright red blood. Patient's hemoglobin count was 4.8 g/dl. Patient's anticoagulation regimen included warfarin and coumadin during the event. Patient was transfused with 3 units of packed red blood cell (pbrc) in 24 hours. Patient underwent a tagged red blood cell (rbc) scan which did not show any active bleeding but an area of concern in patient's stomach was observed that could possibly represent arteriovenous malformations (avms) versus peptic ulcer disease (pud). Patient also underwent a small bowel enteroscopy which did not reveal any source of bleeding. Coumadin was stopped for 2 weeks. Patient was discharged on (B)(6) 2018. Follow-up labs on (B)(6) 2018 showed hemoglobin was 9.1 g/dl which improved since discharge. Patient was resumed on coumadin with a tentatively lower inr goal of 2 - 2.5. It was reported that if gastrointestinal bleed (gib) recurs, a capsule study or double balloon enteroscopy would be performed. No further information was provided.